Event description:
--

Manufacturer narrative:
During surgical intervention, the setscrews on the device header were tightened. This secured lead-device connections with no additional intervention required. To date, the device remains implanted and in service without further complications.

Event description:
Boston scientific crm received information that this pacemaker may have contributed to high, out-of-range pacing impedance measurements. Post implant, impedance values were noted around 500 ohms but at a recent follow-up exam, approximately 3 months later, impedance values had increased to 2210 ohms. Neither the r-waves nor thresholds had changed during that timeframe. The clinician was able to reproduce the high impedance via manipulations; in doing so, the lead impedance varied between 500-2210 ohms. Also, a lead fracture was ruled out upon x-ray examination, thus a potential connection issue suspected. No adverse patient effects were reported and the implanted lead is a non-bsc model.

Manufacturer narrative:
A revision procedure has been planned. Following revision procedure, this event will be further updated.